Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and pump error alarm. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual injection. The customer also experienced nausea and tested positive for ketones. The auto mode feature was inactive at the time of incident. Troubleshoot for high blood glucose was performed. The current blood glucose was 330 mg/dl. The insulin pump will not be returned for analysis.